Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, perineal pain, carpal tunnel syndrome and neck pain. Previously administered products included for an unreported indication: paragard. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headache") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition:constipation"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems orchanges,"), bladder disorder ("bladder or urinary problems orchanges,"), back pain ("neurological conditions or problems :back pain"), migraine ("migraines/headaches,") and mood swings ("hormonal changes: mood swings") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), ibuprofen, metronidazole (flagyl 250) and surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, fatigue, constipation, weight increased and alopecia had resolved and the vaginal haemorrhage, urinary tract infection, vaginal discharge, urinary tract disorder, bladder disorder, back pain, migraine, headache, mood swings and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) showed total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy: uterus with inactive endometrium. Ovaries with corpora albicantia. Fallopian tubes, complete cross section. Negative for malignancy. Gross description: essure coils are not visible on the myometrial end of fallopian tubes. Sections of fallopian tubes are taken from fimbriated end.. Ultrasound pelvis - on (B)(6) 2012: impression: small right ovarian cyst measuring about 1.1 cm. Small two left ovarian cysts measuring 1.2 x 1 cm and 8.8 mm.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, back pain most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: event added as vagina infection and mood swings and treatment drug added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia/ (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, hormone level abnormal, fatigue, gastrointestinal disorder, weight increased and alopecia had resolved and the urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received : previously reported event "injury to herself" updated to "chronic pelvic pain". New events were added - chronic abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia/ (heavy menstrual bleeding), urinary tract infection, vaginal discharge, hormonal changes, fatigue, gi conditions, weight gain, hair loss. Reporter and patient demographic was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('menorrhagia/ (heavy menstrual bleeding)') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, perineal pain, carpal tunnel syndrome and neck pain. Previously administered products included for an unreported indication: paragard. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headache") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition:constipation"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems orchanges,"), bladder disorder ("bladder or urinary problems orchanges,"), back pain ("neurological conditions or problems :back pain"), migraine ("migraines/headaches,") and mood swings ("hormonal changes: mood swings") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), ibuprofen, metronidazole (flagyl 250) and surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, fatigue, constipation, weight increased and alopecia had resolved and the vaginal haemorrhage, pelvic abscess, urinary tract infection, vaginal discharge, urinary tract disorder, bladder disorder, back pain, migraine, headache, mood swings and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) showed total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy: uterus with inactive endometrium. Ovaries with corpora albicantia. Fallopian tubes, complete cross section. Negative for malignancy. Gross description: essure coils are not visible on the myometrial end of fallopian tubes. Sections of fallopian tubes are taken from fimbriated end.. Ultrasound pelvis - on (B)(6) 2012: impression: small right ovarian cyst measuring about 1.1 cm. Small two left ovarian cysts measuring 1.2 x 1 cm and 8.8 mm.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, perineal pain, carpal tunnel syndrome and neck pain. Previously administered products included for an unreported indication: paragard. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headache") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition:constipation"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes,"), bladder disorder ("bladder or urinary problems or changes,"), back pain ("neurological conditions or problems :back pain"), migraine ("migraines/headaches,") and mood swings ("hormonal changes: mood swings") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), ibuprofen, metronidazole (flagyl 250) and surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, fatigue, constipation, weight increased and alopecia had resolved and the vaginal haemorrhage, pelvic abscess, urinary tract infection, vaginal discharge, urinary tract disorder, bladder disorder, back pain, migraine, headache, mood swings and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) showed total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy: uterus with inactive endometrium. Ovaries with corpora albicantia. Fallopian tubes, complete cross section. Negative for malignancy. Gross description: essure coils are not visible on the myometrial end of fallopian tubes. Sections of fallopian tubes are taken from fimbriated end.. Ultrasound pelvis - on (B)(6) 2012: impression: small right ovarian cyst measuring about 1.1 cm. Small two left ovarian cysts measuring 1.2 x 1 cm and 8.8 mm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, back pain . Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, perineal pain, carpal tunnel syndrome and neck pain. Previously administered products included for an unreported indication: paragard. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headache") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition:constipation"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems orchanges,"), bladder disorder ("bladder or urinary problems orchanges,"), back pain ("neurological conditions or problems :back pain"), migraine ("migraines/headaches,"), mood swings ("hormonal changes: mood swings") and abscess ("abscess") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with fluconazole (diflucan), ibuprofen, metronidazole (flagyl 250) and surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, fatigue, constipation, weight increased and alopecia had resolved and the vaginal haemorrhage, urinary tract infection, vaginal discharge, urinary tract disorder, bladder disorder, back pain, migraine, headache, mood swings, vaginal infection and abscess outcome was unknown. The reporter considered abdominal pain, abscess, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) showed total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy: uterus with inactive endometrium. Ovaries with corpora albicantia. Fallopian tubes, complete cross section. Negative for malignancy. Gross description: essure coils are not visible on the myometrial end of fallopian tubes. Sections of fallopian tubes are taken from fimbriated end.. Ultrasound pelvis - on (B)(6) 2012: impression: small right ovarian cyst measuring about 1.1 cm. Small two left ovarian cysts measuring 1.2 x 1 cm and 8.8 mm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: lawyer was added. Abscess was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, perineal pain, carpal tunnel syndrome and neck pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition:constipation"), alopecia ("hair loss"), urinary tract disorder ("bladder or urinary problems or changes,"), bladder disorder ("bladder or urinary problems or changes,"), back pain ("neurological conditions or problems :back pain"), migraine ("migraines/headaches,") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, fatigue, constipation, weight increased and alopecia had resolved and the urinary tract infection, vaginal discharge, urinary tract disorder, bladder disorder, back pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic/ abdominal, menorrhagia, uti, vaginal discharge, hormonal changes, fatigue ,gi conditions, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) showed total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, fallopian tubes and ovaries, hysterectomy: uterus with inactive endometrium. Ovaries with corpora albicantia. Fallopian tubes, complete cross section. Negative for malignancy. Gross description: essure coils are not visible on the myometrial end of fallopian tubes. Sections of fallopian tubes are taken from fimbriated end. Ultrasound pelvis - on (B)(6) 2012: impression: small right ovarian cyst measuring about 1.1 cm. Small two left ovarian cysts measuring 1.2 x 1 cm and 8.8 mm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received : aka name added, reporter added, patient demographic added, events added- abnormal bleeding (vaginal) , bladder or urinary problems or changes, gastrointestinal disorder is updated to constipation, migraines, headaches, back pain. Events severity, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.